Event description:
On (B)(6) 2010, a gore excluder aaa endoprosthesis was placed to treat a proximal type I endoleak on a medtronic stent-graft. On (B)(6) 2010, the stent-grafts were explanted due to a persistent endoleak, and replaced with an aortic bi-femoral bypass graft. The pt is doing okay.

Manufacturer narrative:
The mfg records review verified that the lot met all pre-release specifications.